Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following. (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bags were cloudy during use of an unspecified quantity of em2400 valve sets. The smof (soybean oil, medium-chain triglycerides, olive oil and fish oil) lipids were on port 2 of the compounder. This was observed during compounding in the pharmacy. There was no patient involvement. No additional information is available.